Manufacturer narrative:
Follow up 01: d3 manufacturer name, city and state has been updated to the correct information. Bec internal identifier: (B)(4).

Manufacturer narrative:
The customer reported getting low lymphocyte count on the navios flow cytometer due to poor ¿contacts¿. The customer was analyzing samples for cd34+ counts. The decrease in lymphocyte count resulted in decreased cd34+ counts. The field service engineer (fse) went to the customer site and performed troubleshooting to identify the cause of the low lymphocyte counts on the navios ex instrument. The fse performed various checks and determined there was no malfunction of the instrument. The fse used a new vial of properly mixed flow count to process on the instrument. Testing a sample from each of the two vials of flow count confirmed that the original one (in use when the problem occurred) had increased concentration. It was determined that the increase in concentration was due to improper mixing. Instructions for mixing flowcount are provided in the flowcount instructions for use (pn: (B)(4)). Patient data was not provided. Bec internal identifier case: (B)(4).

Event description:
The customer reported getting low lymphocyte count on their navios ex flow cytometer system. Erroneous patient results were generated but were not reported out of the laboratory. There was no change or effect to patient treatment in connection to the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.